Event description:
It was reported that during the procedure, the right atrial (ra) lead exhibited high capture threshold and high pacing impedance. The right atrial lead was replaced and the procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.